Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received. A pump air leak was detected. Customer's blood glucose (bg) level was recorded as high and ketone level was small. An insulin injection was administered by the customer to address bg. Reportedly, the customer reverted to an alternate method insulin therapy.